Manufacturer narrative:
Product analysis conclusion the reported vessel perforation could not be assessed on the pre-implant CT¿s received. However, the patient anatomy factors, e.g, calcification and tortuosity, could be appreciated on the films provided. Procedural angiogram showing removal of the device with the subsequent rupture were not received for a more thorough analysis of the event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an endovascular aortic repair procedure to treat a 58 mm abdominal aortic aneurysm, after deployment and successful removal of the stent graft etlw1616c146e endur ii limb, anesthetics noted a drop in blood pressure. Angiography of the left external iliac artery revealed a rupture, with bleeding at the rupture site. The patient required tamponade of the bleeding site with an 8mm x 4cm balloon. After stabilization of blood pressure, two non-medtronic(8mm x 59mm and 8mm x 39mm) were placed to seal the injury. The anatomy was noted to be tortuous and calcified at the left external iliac , which contributed to the event. The injury was resolved and the repair was completed successfully. The patient was stable in the intensive care unit and was reported to be recovering with no new issues. No additional clinical sequalae was provided and the patient is fine.

Manufacturer narrative:
Update to coding; h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.